Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to blood sugars were dropping in the middle of the night and the insulin pump was not suspending. The blood glucose at the time of incident was unknown. Customer stated that several errors on the insulin pump causing the insulin pump not to work and had to be replaced several times. The insulin pump will not be returned for analysis.